Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that there was a noise observed on atrial channel similar to minute ventilation sensor artifact. The following physician was (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).